Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: tech confirmed the unit could not mesh due to a bent comb. Additionally, tech found other components of the unit had considerable wear. Tech replaced the side plates, carrier guide, bottom roll, ratchet, gear, and comb. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00881 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit is not meshing through tissue occurred. The event occurred during processing. There was no reported patient harm, or procedural delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported the unit is not meshing through tissue processing. No adverse events were reported as a result of this malfunction. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.